Event description:
It was reported that during implant procedure, this right ventricular (rv) lead position was unstable and the septum appeared unhealthy, causing repeated dislodgements. The position of the lead was initially achieved, however, after more than one hour of reattempts, the helix extension became unstable. As a result, this lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.